Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: the swg was found to be kinked when removed from the pack. Another swg was used for the procedure. Prior to use, no patient involved.

Event description:
It was reported that: the swg was found to be kinked when removed from the pack. Another swg was used for the procedure. Prior to use, no patient involved.

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guide wire within the advancer assembly with a kink in the exposed portion of the body at the thumb guide, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.